Event description:
The reported that the product (orbit complex std 14x30) would not detach. The syringe was brand new. The syringe was switched out once the coil would not detach. The fittings were secure. There was no leakage with either the first syringe or the second syringe. The coil was withdrawn safely from the target site and successfully followed by a different coil. A dedicated saline was used to fill the syringe.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.